Manufacturer narrative:
H3) the atp console was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical e xamination and usability inspection the reported issue was confirmed. Unable to confirm reported complaint. The console was installed into a known working system. The system initialized. Motion, generator, communication and charging readied. Motion calibration, run rad gain and run fluoro gain calibrations were successful. 2d and 3d images were acquired successfully. No problem found. Complaint was confirmed on the 25 september 2019 when the system was powered on around 8am. The system started beeping, x-ray, motion and the generator did not ready. Intermittent failure of atp console. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 104 is associated with this analysis eval code conclusion 4307 is associated with this analysis the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No additional patient information will be provided by the site. Manufacture date not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the atp console was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: svc kit bi71000579 atp console etos, bi-500-00152 oarm sftwr version (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a posterior lumbar fusion procedure there was a xraysignalstate condition exposure error identified from logs. The next photographing was completed without any issue. Replacement of the atp circuit board was scheduled on a later date. There was no delay to the procedure. There was no reported impact on patient outcome. Additional information was received: the 3d scan stopped/was interrupted during the procedure.